Manufacturer narrative:
Based on the claim against the product by the customer noting tip broke an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and reported failure was replicated/confirmed. The instrument was found to have damage to the molded insulator. The damage was located at the grip base. A piece measuring approximately 0.665" x 0.183" was found to be broken and was returned with the instrument. There was no damage to the conductor wire. The instrument grips were manually manipulated and failed the electric continuity test on 3 of 3 attempts due to the conductor wire not being attached to the grips.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, the tip of the force bipolar instrument broke off and fell inside the patient. The instrument fragment was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.